Manufacturer narrative:
H.10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on findings and considering the intermittent nature of the claimed failure, it cannot be ruled out that the most likely root cause of the reported event is a temporary electrical failure, such as a bad/loose connection or a false contact, which probably affected some electronics and that likely was solved during service activity by resetting of components.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during setup. The circuit affected (if patient or cardioplegia) by the error is unknown and a malfunction of the stirrer motor on the patient side cannot be excluded. There was no patient involvement.